Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 had failed and required maintenance, tried to recover and found a sticker on the back of the retractor band, was able to recover drawer but the entire drawer and all pockets were failed, and it was showing as device not detected on the bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer (fse) replaced the drawer controller; however, the device was not functioning properly, and the fse planned to return with a retractor band. The retractor band was replaced, and performance verification was completed in hardware test application (hta). The unit was working properly and was verified with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 had failed and required maintenance, tried to recover and found a sticker on the back of the retractor band, was able to recover drawer but the entire drawer and all pockets were failed, and it was showing as device not detected on the bus. However, there were no delays or adverse events or injuries reported based on this event.